Event description:
Pt had some pain at implant site. Implants were implanted in 1975. Elected to remove silicone implants and replace with saline filled. Some leaking was noted and scar capsule area was excised during procedure.